Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012. The field service engineer (fse) found split tubing at the needle bellows vent line. The engineer replaced the tubing associated with the needle assembly, cleaned the area with bleach, and ran twenty four samples without issue. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The cause of this event was split tubing. The failure mode does not have the potential to cause discrepant results upon recurrence. (B)(4).

Event description:
The customer reported that a clenz and blood leak of approximately forty milliliters in volume was found under a coulter® lh 780 hematology analyzer. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for reviewed.